Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) on 2018-jan-19 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was noted that the patient had developed gastroparesis in 2007 and had to have a feeding tube. It was reported that the patient was to undergo magnetic resonance imaging (MRI) because the patient experienced a "gradual flex of problems." It was specified that there was concern that there was a granuloma at the tip of the catheter because the patient couldn't move her arms and legs at all. It was further specified that the hcp believed there may be a granuloma somewhere along the catheter inside the intrathecal (it) space. It was noted that over the past 1.5 years the patient had gone from walking/talking to where she couldn't do any of that anymore. Per a friend/family member of the patient, the concerns related to the granuloma had been occurring for at least 2-3 years (note: this conflicts with the hcp's report that the symptoms started over the past 1.5 years). The patient's medication had been adjusted several times, and a 2% adjustment was mentioned. It was specified that the hcp thought the problems were due to the age of the patient and the patient's diagnosis of cerebral palsy, but per the friend/family member, cerebral palsy should not have caused any of the problems the patient had developed. It was noted that the patient had vagal nerve disorder, which was unrelated to the pump. It was noted that the pump was to be replaced due to normal battery depletion.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-feb-26. It was reported that the c7 catheter tip granuloma was confirmed, but it was small and not thought to be compressive. The symptoms of gradual weakness and inability to talk experienced by the patient were not due to the granuloma. The issue was not resolved, pending continual imaging and observation of the granuloma. No further complications were reported.